Event description:
It was reported that they called to stated they were got an alarm 41(low internal flow) when tried to operate the arctic sun device. Upon running a functional test, the diagnostics showed that the flowmeter was not indicating flow even though flow could clearly be seen in the shunt tube. They discussed that the flowmeter would need to be replaced. They stated they would order and replace the flowmeter onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they called to stated they were got an alarm 41(low internal flow) when tried to operate the arctic sun device. Upon running a functional test, the diagnostics showed that the flowmeter was not indicating flow even though flow could clearly be seen in the shunt tube. They discussed that the flowmeter would need to be replaced. They stated they would order and replace the flowmeter onsite. Per follow up information received via email on 08sep2023, it was reported that the flow meter was replaced. This resolved the issue. The device has been returned to circulation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty flow meter. Upon running a functional test, the diagnostics showed that the flowmeter was not indicating flow even though flow could clearly be seen in the shunt tube. They discussed that the flowmeter would need to be replaced. They stated they would order and replace the flowmeter onsite. Per additional information received, it was reported that the flow meter was replaced. This resolved the issue. The device has been returned to circulation. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.